Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. One image was submitted for evaluation to product performance engineering; no product was received. The image returned shows a thin string-like material on a surface with liquid. The string-like material was not easily distinguishable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an "an echogenic string-like material was seen on the tip of the catheter" could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, after transseptal puncture, an echogenic string-like material was seen on the tip of the catheter in the left atrium via ice. This was noted directly after advancing the catheter through the sheath and prior to any mapping. At first it was assumed to be a clot coming from the tip of the grid, however the act was well above the suggested 300 seconds. The catheter was carefully removed from the patient while aspirating the sheath. It was confirmed nothing was left within the left atrium via ice. After closer inspection of the catheter tip outside the patient, it was confirmed not to be a clot but stray thin wiring tangled around the top coupling joint of the catheter. It was wrapped around several times. The wiring was as thin as a strand of hair and difficult to see to the naked eye. The catheter was replaced, and the procedure was successful completed with no adverse events.